Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device remains implant and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited rising in impedance and capture threshold in the left ventricular (lv) lead channel. Technical services review the data and also noted there was loss of capture (loc) on the lv channel on (B)(6) 2020. The patient was followed-up in office two days later and device reprogramming was performed. Ts recommended further troubleshooting advises on the next follow-up. The involve lv lead is a non-bsc product. At this time, the device remains in service. No adverse patient effects were reported.